Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. Functional testing was performed and the test failed. The reported event of an unrecoverable loss of antenna passed threshold could not be confirmed because the transmitter had no voltage. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed an unrecoverable loss of antenna passed the threshold. No additional patient or event information is available.